Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented at the hospital. Upon review of the egm, the lead exhibited ventricular undersensing, low sensing and loss of capture. The lead was extracted and replaced. The patient tolerated the procedure well and will be followed-up normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.